Event description:
It was reported that the temperature was high not matter what they tried. Even in the joint. No patient injury.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual evaluation under magnification shows moderate electrode wear. There is a significant amount of discoloration present on the screen from activation. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and performed as intended. Upon connection, the temperature threshold of the controller defaulted to 45 degrees. During testing of the returned wand, the temperature did not rise above 31 degrees and did not cause the controller to alarm. The suction line was tested and performed as intended. The complaint could not be verified and the root cause could not be determined with confidence as the temperature did not elevate during functional evaluation. It is possible that there was not sufficient suction pressure in order to ensure adequate flow and circulation of saline to prevent unnecessary heating which could have caused the temperature to elevate and trigger the controller to alarm. Likewise, the user may not have set the controller temperature threshold to the desired value. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.